Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived onsite and was informed by the customer that the issue had already been resolved. The fse verified the station's operation and confirmed that no drawer failures were present. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 had failed with error as device was not detected on bus. In remote support service, hardware failure error message was displayed. The customer tried to reboot, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.